Event description:
It was reported that the insulin pump is not working properly. The customer has ketones. The blood glucose reading is 190 mg/dl. Customer treated with manual injection and insulin pump. During troubleshooting, the high pressure test failed twice. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.